Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited oversensing of electromagnetic interference and led to pacing inhibition in both atrial and ventricle channels. No intervention was made. The patient was stable and would continue to be monitored.